Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system setup test during testing. The technician recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. No further investigation is required at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported of a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system setup test during testing. The technician recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. No further investigation is required at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The device's proportional valve (aecm) was returned to the manufacturer's product investigation laboratory (pil). Pil was unable to confirm a failure of the proportional valve. Pil tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed.